Event description:
This report is submitted to comply with MDR malfunction notice (B)(4) requiring the reporting of incidents involving a life-supporting and/or life-sustaining device. The customer reported a malfunction of the pressure sensors. Found during regularly scheduled test. Customer reported pt involvement but no details provided. Distributor has pulled device from clinical use until device can be repaired.

Manufacturer narrative:
Requested attempts to return device for investigation and repair have been denied. Customer does not wish to send device back for repair. MFR is working with another MFR trained distributor in the area to provide investigation and service of device. Will provide f/u of investigation when available. (B)(4). Further details on pt condition will be provided once obtained.